Event description:
On 9/19/94, bilateral simple mastectomies with reconstruction with tissue expanders. On 3/25/95, staged breast reconstruction with removal of expanders and insertion of bilateral saline implants. On 6/19/95, grade IV capsular contracture of right breast implant resulting in abnormal shape compared to left breast. On 7/28/95 rt capsulectomy and implant removal. Insertion on right breast implant.